Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a high rate non-sustained tachycardia episode where noise and oversensing were noted on the right ventricular (rv) lead. Follow up with the company representative indicated that noise and oversensing were not able to be reproduced with isometrics, and no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.